Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the luer lock became disconnected. The customer reconnected the luer lock connection and resumed insulin deliveries. The customer's blood glucose (bg) level was 280mg/dl and a correction bolus via the pump was delivered to address the bg level.